Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to failed removal of filter due to filter embedment, tilt, and thrombosed. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of a thrombosis. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to failed removal of filter due to filter embedment, tilt, and thrombosed. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to failed removal of filter due to filter embedment, tilt, and thrombosed. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted within the infrarenal segment of the inferior vena cava and deployed without difficulty. According to the information received in the patient profile form (ppf), approximately nine years and 10 months post implantation the patient underwent an unsuccessful percutaneous removal attempt. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from loss of circulation to the heart, lungs, brain due to decreased blood blow because of partial blockage of the vena cava.

Manufacturer narrative:
Additional information was provided and is available in: section h6 (evaluation codes): 1779: coagulopathy/clotting, 1984: inferior vena caval occlusion. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was provided and is available in: section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes) 2263 - stenosis 2135 - vessels, perforation of 1776 - chest pain 1260 - fracture complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. The indication for implant was hematoma, compartment syndrome, prevention of dvt/pulmonary embolism and post-trauma. Per the medical records, the filter was implanted within the infrarenal segment of the inferior vena cava and deployed without difficulty. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to failed removal of filter due to filter embedment, tilt, and thrombosed. Per the patient profile form (ppf), approximately nine years and 10 months post implant there was an unsuccessful percutaneous removal attempt. The patient reports stenosis, caval thrombosis, blood clots, dvt, lower extremity swelling/edema, lower extremity pain/tenderness, failed complex ivc filter removal, filter embedment, filter fracture, filter tilt, perforation of ivc filter through ivc wall into pericaval/mesenteric fat, and chest pain. The patient was treated with blood thinners, anticoagulant medication, diuretic, pain medication, thrombectomy/thrombolysis, angioplasty, caval and iliofemoral recanalization, stent and catheter placement. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Chest pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to failed removal of filter due to filter embedment, tilt, and thrombosed. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted within the infrarenal segment of the inferior vena cava and deployed without difficulty. According to the information received in the patient profile form (ppf), approximately nine years and 10 months post implantation the patient underwent an unsuccessful percutaneous removal attempt. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from loss of circulation to the heart, lungs, brain due to decreased blood blow because of partial blockage of the vena cava. According to the information received in the discovery form (ppf), the patient was implanted due to hematoma, compartment syndrome, prevention of dvt/pulmonary embolism and post-trauma. The patient reports stenosis, caval thrombosis, blood clots, dvt, lower extremity swelling/edema, lower extremity pain/tenderness, failed complex ivc filter removal, filter embedment, filter fracture, filter tilt, perforation of ivc filter through ivc wall into pericaval/mesenteric fat, and chest pain. The patient was treated with blood thinners, anticoagulant medication, diuretic, pain medication, thrombectomy/thrombolysis, angioplasty, caval and iliofemoral recannulization, stent and catheter placement.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The indication for implant was hematoma, compartment syndrome, prevention of dvt/pulmonary embolism and post-trauma. Per the medical records, the filter was implanted within the infrarenal segment of the inferior vena cava and deployed without difficulty. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to failed removal of filter due to filter embedment, tilt, and thrombosed. Per the patient profile form (ppf), approximately nine years and ten months post implant there was an unsuccessful percutaneous removal attempt. The patient reports stenosis, caval thrombosis, blood clots, dvt, lower extremity swelling/edema, lower extremity pain/tenderness, failed complex ivc filter removal, filter embedment, filter fracture, filter tilt, perforation of ivc filter through ivc wall into pericaval/mesenteric fat, and chest pain. The patient was treated with blood thinners, anticoagulant medication, diuretic, pain medication, thrombectomy/thrombolysis, angioplasty, caval and iliofemoral recanalization, stent and catheter placement. The patient also reports suffering from psychological anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Chest pain does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to failed removal of filter due to filter embedment, tilt, and thrombosed. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted within the infrarenal segment of the inferior vena cava and deployed without difficulty. According to the information received in the patient profile form (ppf), approximately nine years and 10 months post implantation the patient underwent an unsuccessful percutaneous removal attempt. The patient reports blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from loss of circulation to the heart, lungs, brain due to decreased blood blow because of partial blockage of the vena cava. According to the information received in the discovery form (ppf), the patient was implanted due to hematoma, compartment syndrome, prevention of dvt/pulmonary embolism and post-trauma. The patient reports stenosis, caval thrombosis, blood clots, dvt, lower extremity swelling/edema, lower extremity pain/tenderness, failed complex ivc filter removal, filter embedment, filter fracture, filter tilt, perforation of ivc filter through ivc wall into pericaval/mesenteric fat, and chest pain. The patient was treated with blood thinners, anticoagulant medication, diuretic, pain medication, thrombectomy/thrombolysis, angioplasty, caval and iliofemoral recannulization, stent and catheter placement. As per previous ppf, the patient reports suffering form psychological injuries or mental anguish. According to the discovery form, the patient further reports pain and suffering, emotional distress, loss of enjoyment of life and other consequential damages as allowed by law.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter could not be removed due to being embedded, the filter tilted, and had blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient also reported experiencing from loss of circulation to the heart, lungs, brain due to decreased blood blow because of partial blockage of the vena cava. The indication for the filter implant was a pending surgery and a high risk for pulmonary embolism. The filter was placed via the right common femoral vein and deployed in the infrarenal segment of the ivc without difficulty. The patient was scheduled to return in two months for filter retrieval. Approximately nine years and ten months post implant the patient underwent an unsuccessful percutaneous removal attempt, procedural details were not provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. With the limited information provided it is not possible to draw a conclusion as to what contributed to the retrieval difficulty. Blood clots, clotting and/or occlusion of the ivc related to clotting do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Circulation issues do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.